Event description:
It was reported that a patient "never had therapeutic effect". It was reported that the patient's device was "not working like it should". It was stated that "everything inside her fell down and she had no control over her bladder". It was stated that the patient was seen by her health care provider (hcp) "two weeks ago" and the stimulation was adjusted. It was noted that the patient had no bladder control. It was stated that "too much of the patient's bladder had fallen down". It was stated that the patient was taking detrol orally to control her bladder. It was stated that the oral medication makes her mouth so dry that she could not open her mouth. It was stated that the patient had a good trial procedure. It was reported that the patient was changing 7-8 pads per day. It was noted that the patient was also having the urge to urinate, but "hardly anything was coming out". It was reported that the patient's flesh had "dropped down too far". It was reported that it did not matter if the device was on or off, the patient had no control of her urination and it was "like a faucet". The patient wears depends at night. It was stated that the patient saw her hcp on (B)(6)-2013 and her stimulation was turned on and up. The patient also saw her hcp on (B)(6)-2013. It was reported that the patient was feeling stimulation from the device, but it was not doing anything to help her. It was noted that the stimulation therapy had not worked since implant on (B)(6)-2013. Additional information received reported that the patient was still having concerns regarding their device or therapy but they were working with their hcp or manufacturing representative. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va08f3g, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received noted that the cause of the event was noted as device working fine. Patient had occasional loss of urine with urge. There were no abnormal impedance measurements. Hospitalization was not required. This patient was complete homebound prior to implantation. Patient is now ambulatory but has lost urine twice in a day and thinks device is not working. Also the patient was given myrbetig to aid in bladder spasms but did not fill secondary to experience.

Manufacturer narrative:
(B)(4).